Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. Additional information was obtained: there were no consequences for the patient. Only the use of a second pliers in the stride. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2026. D4 batch #: z7047e. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The device was returned with the packaging open. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. Additionally, photos were provided and they showed the condition of the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch z7047e, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2026. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when trying to open a harmonic forceps, the thermoformed packaging broke not guaranteeing sterility (attached photos of the packaging). Another clamp was used for the procedure.